Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, an error code (err_vbatt_sense_high) related to failure on power management board was discovered in the device's event log. This prevents use of the internal li ion battery which is the final source of power and is a critical component. The technician recommended replacing the device's power management board/system board to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. After the third-party service center replaced the trilogy100 ventilator, international device's power management board/system board, the device failed testing at active exhalation. The device's active exhalation control module was replaced to address the issue. Testing completed and passed.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, an error code (err_vbatt_sense_high) related to failure on power management board was discovered in the device's event log. This prevents use of the internal li ion battery which is the final source of power and is a critical component. The technician recommended replacing the device's power management board/system board to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.